Event description:
It was reported that a high drain alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The fill volume equaled 2000ml and there were no bypasses reported. The home patient (hp) stated they had this alarm previously and they did not want to return the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.